Event description:
It is reported that the device was implanted in 2008, and that the pt was revised in 2009, due to the cables breaking.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. Pt info such as height, weight, and pt activity is unk. Based on the available info a definitive cause cannot be determined. Evaluation codes: method and results- no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.